Event description:
Event description guidant received information that this ventricular lead triggered a lead safety switch to occur. The impedance measurements were greater than 2500 ohms in both unipolar and bipolar configurations. A review of the daily measurements revealed that the impedance measurement was greater than 2500 ohms since october, 2005. The pacemaker was implanted in october. The impedance measurements are reported to have been high since before the pacemaker changeout.